Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was pushed in the pool the day prior and now his pump is not working anymore. The customer¿s blood glucose was unknown. During pump exposed to fluid troubleshooting, he stated that his pump was exposed to water and that there were cracks in the corner of the display screen. He put a battery back in the pump, it started making a rumbling noise and he put the pump in rice. The customer was advised to discontinue use of the pump and revert to a backup plan per his doctor. The pump will be returning for analysis.

Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to faulty force sensor resistor. Pump passed displacement test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no audio/beep anomaly noted. Pump received with moisture damage on electronics and motor assembly, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.